Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by failure of a half-height cubie drawer on the main unit, resulting in all cubie pockets not being detected on the bus. The field service engineer replaced the retractor band and re-seated all cables to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The customer reported that malfunction occurred when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.